Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of infection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of infection, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that two xience sierra stents were implanted on (B)(6) 2019. On (B)(6) 2019, the patient was re-hospitalized for an infection. It is unknown what treatment was provided. No additional information was provided.